Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 10 months. The system controller was received evaluation. The log file was extracted and data was captured from (B)(6) 2015. From (B)(6) 2015, the alarm events captured were associated with routine power exchanges and depletion of the batteries. On (B)(6) 2015 at 7:08am, a low voltage advisory alarm became active that was associated with the 14v li-ion batteries depleting. The next event at 8:49 am captured a low voltage hazard alarm and at 9:00 am, the no external power and emergency backup battery in use alarms became active, indicating the system controller was operating on the internal backup battery. The system operated on the internal backup battery until it was completely depleted, at which time the pump stopped. When power was restored with new 14v li-ion batteries, a time/date reset at the default setting of (B)(4) 2001 was recorded. The following events captured the system recovering to the set speed of 8800 rpm. The system then operated at the set pump speed with an active alarm for clock not set that was associated with the default time/date reset. The ending events captured a driveline disconnection alarm, which appeared to be associated with the reported system controller exchange. The system controller was functionally tested using the manufacturer¿s laboratory equipment and was found to operate as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable events captured in the history. The reported alarms are consistent with the system operating on the external batteries until the batteries became depleted. The system reverted to the internal backup battery for power and operated until that battery became depleted, resulting in the pump stop and the clock not set alarms. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that when visiting, the patient's mother noted audible and visual alarms and the system controller was exchanged. The patient had not notified the vad coordinator of any device alarms reportedly due to a history of aphasia. The type of alarm was not reported. The patient was asymptomatic. No further information was provided. Upon review of the system controller log file, battery depletion and pump stoppages were noted.